Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-1588rtt acl fibertag® tightrope was received for investigation. Visual evaluation of the returned device noted that the needle was detached from the suture system. Signs of crimp were observed on the end of the blue suture and it was noted that the suture tail was stiff. Functional testing was not able to be performed due to the detached component. The cause can be attributed to a manufacturing issue being addressed by CAPA-00484. Refer to record cross reference.

Event description:
It was reported that during a cruciate ligament plastic surgery the implant ruptured during tightening. No broken parts remained inside the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.